Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor would alert them for low even if they were not low between 2:00 and 4:00 am. The customer¿s blood glucose was 53 mg/dl at the time of the call but did not mention how they treated. The insulin pump will not be returned for analysis.